Event description:
Spontaneous late dislocation of lens [lens dislocation]. Case description: spontaneous-literature case/us, loclogno. An-01-0078-n argus no2001078285us. A pt with glaucoma in both eyes, underewent in 1992 a phaco/intraocular lens (iol) implantation in the right eye, and developed in 1999 the phacodonesis of iol (one piece pmma -poly(methyl)methacrylate). Consequently the patient underwent intervention exchanged with anterior chamber (ac) iol. In the medical history the pt had laser posterior capsulotomy in the right eye (yac) in 1992 and 1994. The outcome was reported as recovering/resolving with the best corrected visual acuity (bcva) 20/20 (6 months postoperative; pupillary block).